Manufacturer narrative:
D9 - date returned to mfg on 12/14/2023. The 011-ch2000s-pc spinning spiros was functionally tested as received with mating devices and stand alone. There was no leakage observed during testing and no difficulty injecting or aspirating through the fluid path as returned. The complaint was unable to be replicated or confirmed. The device history report (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a spinning spiros¿ closed male luer, purple cap where the customer reported difficulty injecting with a subcutaneous product (azacitidine): you have to force to inject, and the product leaked through the connector. The customer stated that there was patient involvement, there was delay in therapy, no adverse event, no human harm.